Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported leakage of fluid at the safety shield was found during pre-charge prior to use in the oncology department. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leak in the needle housing is inconclusive due to the state of the returned sample. One photograph of a 20g x 3/4" powerloc infusion set was returned for evaluation. An initial visual observation of the photograph showed the needle covered with a sheath and fluid around it and the base of the housing. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leakage of fluid at the safety shield was found during pre-charge prior to use in the oncology department. No other information was provided.